Manufacturer narrative:
No system performance information was provided by the customer. Service was not dispatched as customer is not questioning the performance of the instrument. Replacement parts were sent to customer. User error is the root cause for this event.

Event description:
The customer contacted beckman coulter inc., (bci) reporting that a member of the cleaning crew was behind the unicel dxi 800 access immunoassay system and stepped on the tubing and broke the external drain at the quick connect fitting. The customer stated that users had proper personal protective equipment (ppe) and were not exposed to hazardous fluids. No injuries were reported by the customer.